Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted. On (B)(6) 2016, the patient was diagnosed with structural valve deterioration due to calcification, stenosis, and patient-prosthesis mismatch (trifecta valve reportedly too small). No further treatment was provided and the valve remains implanted. The patient was hospitalized with dyspnea in the presence of lung cancer on (B)(6) 2016 and discharged on (B)(6) 2017. The status of the patient has not been provided. (Study patient ID: (B)(6))

Manufacturer narrative:
An event of "structural valve deterioration (calcification) and non-structural valve dysfunction (inappropriate size: trifecta valve too small) restenosis" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6), a 19mm trifecta valve was implanted .on (B)(6), the patient was diagnosed with structural valve deterioration due to calcification, stenosis, and patient-prosthesis mismatch (trifecta valve reportedly too small). The patient was hospitalized with dyspnea in the presence of lung cancer from (B)(6) the reporting information stated that the dyspnea was possibly related to the valve. (Study patient ID: (B)(6)).